Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cells, likely attributed to failed components, or mishandling such as a drop. Visual inspection of the returned autopulse platform was performed at zoll. The front and bottom enclosures were observed scratched and chipped at multiple locations, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The autopulse platform was last serviced, and both enclosures were replaced at zoll in april 2020. The damaged enclosures were replaced to address the issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) from early november through the end of the archive file, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The two failed load cells were replaced to remedy the fault. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with serial number 31987. Ccr 16689 was reported for ua07 on 16 june 2014, and one of the load cells was replaced to remedy the fault.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.